Event description:
A report was received that the trial patient was experiencing extreme pain whether the stimulation was turned on or off. The physician believed that the leads were pressing up against a nerve root or something that caused the pain. The physician did not think it was stimulator related but believed it was related to the procedure or the equipment being in the epidural space. Early lead pull was performed.

Manufacturer narrative:
Additional suspected medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted leads were not returned to bsn. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.